Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The customer has indicated that the device will be returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the blue clip, which is used to lock the handpiece and the attachment, releases and no longer holds the attachment. The attachment fell down and possibly into the operating room. If there is no attachment, the irrigation will spray quite a long way and the bone can no longer be irrigated properly. The rinse can therefore no longer be sucked up properly. This means that correct use is no longer possible. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).d4 UDI: (B)(4). Visual examination of the returned product/provided pictures identified that the device found no obvious physical damage. Functional testing of the device found that the unit operated as intended, but the tip lock would move easily. Dimensional features were inspected and all dimensions were within specifications. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. The root cause of the reported issue is attributed to the tip lock thickness being at the low end of specification. The event is confirmed.

Event description:
No additional event information available.